Event description:
Patient's condition, post-polio syndrome, deteriorated with vest use. The primary care physician allegedly stated that he thinks the vest made the patient's condition worse "because his lungs were so weak to begin with". The patient was hospitalized.